Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Insert inspected on a g-136 unit. Visually inspected no leaks and verified tip has vibration and water flow meets specification. Visually inspected and verified the tip is worn at the red line on the cavitron insert wear indicator card.

Event description:
While using a cavitron 30k fsi-pwr-100-fg insert, the insert was getting hot. The event outcome is unknown as of this MDR evaluation. Additional information has been requested, but is not yet available.

Manufacturer narrative:
Additional information received that there was no injury.